Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "pain from capsular contracture and one even had ruptured." Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on posterior and green mold like appearance. A visual and microscopic analysis was performed which identified: striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Patient reported right side "pain from capsular contracture [baker grade unknown] and one even had ruptured." Physician reported "disruption of implant shell¿ observed during surgery and additionally provided baker grade iii. Device has been explanted.